Event description:
Customer reports receiving erratic readings. In blood glucose tests, customer received readings of 454 mg/dl, 289 mg/dl, and 86 mg/dl within 10 mins. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Customer reports taking a fraction of their normal medication used to manage their diabetes, but could not specify what this medication specifically was. There was no report of death or serious injury associated with this event.